Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer reverted to long-acting insulin for therapy, and they would reach out to their hcp to obtain a backup method of insulin therapy if necessary.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.